Event description:
During ptca procedure the needle on the gauge of the inflation device stuck at 3 atm, then released and went to 20 atm. The procedure was completed with another device. There was no pt injury. The used device was disposed of by the hosp.